Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. One of the retainer legs of the orvil anvil was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the ins trument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during distal oesophagus gastrectomy, the device was not able to anvil properly when orvil was in stomach tube and eea was entered through small bowel. The anvil center/rod assembly was not grasped at the grasping notch. While attaching trocar with anvil, due to non functioning of orvil stomach slightly tare. The laparoscopic procedure converted to open and the surgical time was extended due to device problem. The incision extended more than 1 inch (2.54cm) due to the product problem. In order to complete the case anastomotis was done with dsteeaxl2535. The patient has undergone chemotherapy or radiation treatments. Patient status : alive - no injury.